Event description:
It was reported that during a pfa procedure the farawave 31 mm - ous catheter was selected for use, nurse flushed guidewire lumen and flush line with a syringe. She inserted the guidewire and connected the flush line and the catheter was tested. Catheter was dripping at the proximal shaft. The catheter was inserted in the faradrive, aspiration and flushing were done. However, while going up, physician noticed that water was coming out from the handle. Not sure if it was already the case at the beginning as to see the water coming out from the handle, it needed to be positioned towards the table and was not the case at the beginning. The catheter was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed and the irrigation was functional in all deployment states. Based on the product analysis the leak was unable to be confirmed.

Event description:
It was reported that during a pfa procedure the farawave 31 mm - ous catheter was selected for use, nurse flushed guidewire lumen and flush line with a syringe. She inserted the guidewire and connected the flush line and the catheter was tested. Catheter was dripping at the proximal shaft. The catheter was inserted in the faradrive, aspiration and flushing were done. However, while going up, physician noticed that water was coming out from the handle. Not sure if it was already the case at the beginning as to see the water coming out from the handle, it needed to be positioned towards the table and was not the case at the beginning. The catheter was replaced and the procedure was completed successfully without patient complications. The device is expected to be returned.